Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available a supplemental report will be issued.

Event description:
Patient went into septic shock. This event was not device related. Patient died in 2007.